Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: a1; b7; g4; h2; h3; h6. Reported event was confirmed by review of medical records noting patient underwent a revision surgery due to in-vivo corrosion and altered local tissue response. During the surgery, milky cloudy fluid was noted along with tissue hinged and fibrotic. Black film on the trunnion consistent with trunnionosis along with fretting and corrosion reaction was noted. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: brand name: versys stem, catalog number: 00784301836, lot number:60717514. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02271. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to n-vivo corrosion, wear, and altered local tissue response approximately 8 years post implantation. Black film on the trunnion consistent with trunnionosis along with fretting and corrosion reaction was found. Attempts have been made and additional information on the reported event is unavailable.